Event description:
The customer contact reported air in the tubing distal to the soluset. The soluset was being used to deliver lactated ringer's solution. After an unspecified length of time in use, the soluset emptied and air was reported distal to the soluset. No air was delivered to the patient. The soluset was replaced and therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.